Event description:
The reporter stated the surgeon inserted a 12.6mm micl12.6 implantable collamer lens in the patient's right eye (od) and the lens twisted and flipped. The incision was enlarged to remove the lens and another same model lens was implanted. A suture was required to close the incision. The lens was damaged. The reporter stated a possible cause of the event was due to the patient was uncooperative. There was no product malfunction. The patient is doing well, the vault is good and va is 20/25.

Manufacturer narrative:
(B)(4): visual disturbances, malposition of device. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found one haptic torn, with a piece torn off and missing. The lens was returned in liquid. (B)(4).